Event description:
Baxter reported that upon attempting to attach the transfer device to the patient line, the set would not connect properly. The other set rotated around when connected. The new transfer set connected to the patient line with no further problems. There was no patient injury or medical intervation related to this incident according to baxter.